Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found that the vacuum drain line was clogged causing a leak at the probe wipe. The fse flushed the line with bleach solution to clear the clog. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained clear/bloody leak of about 1 ml or more from the probe wipe rinse block inside the coulter act diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.